Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference updated section d1 brand name, and section d4 catalog number that does not apply and should be removed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug testing, stress testing, and internal inspection without duplicating the report. Review of the device activity logs did not show any evidence to support the customer's report. Therefore, our investigation for this report was unsubstantiated. The customer declined preventive maintenance and recertification of the device. The device was labeled "not for clinical use" and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure -1001" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.